Event description:
.

Manufacturer narrative:
Initial report received from distributor (edwards life sciences), evaluated DHR. Wrote letter to distributor. Expressed concern that product appeared to be used for indication that has nothing to do with an embolectomy procedure, but rather for a repair of the bronchial area. Discussed this issue with distributor and referred them to the instructions for use.